Event description:
A customer contacted beckman coulter inc., (bec) and reported that the unicel dxh 800 coulter instrument leaked fluid inside the instrument near the mixing chamber. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves. There was no exposure to the customer. There was no contact to mucous membrane or open wounds. The operator did not seek medical attention. The laboratory has an exposure control or risk management plan in place. Material safety data sheet (msds) was not reviewed. The customer was performing quality control (qc) at the time of the event so there was no effect to patient results. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched and confirmed the leak. The fse found wash block line binding and holding the wash block out of position. The fse realigned and confirmed tubing was not in lower holder. The fse verified that sample aspiration module wash collar tubing had been correctly routed. The root cause was the wash block line was binding, holding the wash block out of position.